Event description:
It was reported that the customer had a a21 alarm and a17 alarm on the insulin pump. The customer's blood glucose level was 172 mg.dl. The customer was advised that the insulin pump will need to be replaced. The patient was advised to monitor the insulin pump and may continue to wear the insulin until replacement arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.